Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease/folding of implant: creases observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Hcp reported right "radial folds, and small amount of fluids". Device was explanted.

Event description:
Patient reported right "radial folds, and small amount of fluids". Device was explanted.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma late.